Event description:
The customer used the device to check their blood glucose and obtained a result of 305mg/dl. Customer dosed insulin and was found passed out two hours later. Emts were called and they tried to give an IV. Customer was given glucose tabs or paste. The glucose was then 80 and 88mg/dl at the hosp after transporation from the paramedics. Controls were not used on the system. The device was replaced and requested to be returned for eval.